Event description:
Spontaneous: pt's daughter reports cassette malfunction at 1 pm yesterday with double beep, no disposable, damp tubing error. She tried both pumps and same error. Used different cassette and was able to work then at 11:15pm had same error occur. Cassette lot number 422003. Pump serial numbers (B)(4) and (B)(4) due for maintenance 03/2022 so replacing as well. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? No. Patient had additional cassettes on hand. Patient was able to continue infusion. Life-sustaining. What is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette: no; physical damage. Has this incident happened within the past 6 months? No. Did we [MFR] replace the cassette? Yes. Reported to (B)(6) by pt/caregiver.